Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, when the client was preparing to trim the length of the catheter to withdraw the catheter support guidewire, he found that the withdrawn portion of the guidewire was very rough, and obvious white flocculent material could be observed. No other information was provided.

Event description:
It was reported by the customer, when the client was preparing to trim the length of the catheter to withdraw the catheter support guidewire, he found that the withdrawn portion of the guidewire was very rough, and obvious white flocculent material could be observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of material on the stylet was confirmed but the cause is unknown. Based on analysis of the returned photographs, the complaint of material on the stylet was confirmed. Initial visual observation of the photographs showed a rough material on the stylet proximal of the t-lock assembly. Although it could not be confirmed from the photograph, the material appeared to be consistent with flaking of the hydrophilic coating on the wire. The root cause of the stylet damage could not be determined from the photograph. This complaint will be recorded for future trending and monitoring purposes.